Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has high blood glucose readings. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose is 415 mg/dl. Customer still has the pump and was vomiting last night. Customer took a manual syringe and stated that he will change out the infusion set.